Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adnexa uteri pain ("ovaries hurt") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced adnexa uteri pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods"), menstrual discomfort ("discomfort during menstrual periods/ discomfort"), headache ("headaches") and dyspareunia ("painful sexual relation"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the adnexa uteri pain, menstruation irregular, menstrual discomfort, headache and dyspareunia outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia, headache, menstrual discomfort and menstruation irregular to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.